Event description:
Ous MDR - oversensing with artifacts in the right ventricular channel and right atrium was reported approx. 94 months after implantation. The entire ICD system was explanted.

Manufacturer narrative:
The correct analysis results are now attached. The returned linox smart was only available in fragments. It had been cut through 56 cm proximal of the tip electrode. Only the distal lead fragment was returned for analysis. The visual inspection of the fragment showed multiple signs of abrasion. Especially 36 cm proximal of the tip electrode, the insulation was damaged due to fraying. In this area, the coating of the rope conductor to the ring electrode was also damaged. This error pattern is with high probability the cause of the complained-about oversensing in the right-ventricular and atrial channel. The observed damage pattern, and the synchronous oversensing on both channels, leads to the assumption of friction of the two partner leads against each other in the implanted state. X-ray images or diagnostic images of any other kind, which would provide information on the positional relationships of the implanted system in the body, were not available for analysis. The manufacturing process of both leads was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly.